Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign manufacturer's representative regarding a patient who was receiving an unknown drug via an implantable pump for an unknown indication for use. It was reported a pump stalled on the night of (B)(6) 2019. There were no reported symptoms. Further complications were not reported. Additional information was received from a foreign healthcare provider (hcp) via a manufacturer's representative. The patient was receiving morphine (10.0 mg/ml at 2.758 mg/day). It was stated the patient experienced mild symptoms. Action was taken to resolve the stall, and the event resolved. There were no known contributing factors. The patient's pump was implanted on (B)(6) 2013. Pump logs from an interrogation on (B)(6) 2019 at 11:30 were provided. The pump was set to minimum rate at 11:32. A motor stall occurred on (B)(6) 2018 at 13:02 with a recovery at 14:01. A stall occurred on (B)(6) 2019 at 21:44 with a recovery at 22:13. A stall occurred on (B)(6) 2019 at 01:35 with no recorded recovery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The pump was explanted on (B)(6) 2019. The patient experienced discomfort. The pump would be returned.

Manufacturer narrative:
Analysis found corrosion and/or wear and/or lubrication issues of the gear train as well as stall due to shaft-bearing. (B)(4). If information is provided in the future, a supplemental report will be issued.